Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. (B)(4).

Event description:
According to the reporter, only one side of the staple line was complete; the other side had no staples. A new reload was used with the handle and it worked. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4). Device information received.